Event description:
It was reported that surgeon was doing a trochanteric fixation nail (tfn) and every time the helical blade inserter sleeve was advanced to the lateral cortex, the aiming arm would allow the compression nut to pop free of the aiming arm. Surgery was completed successfully with same aiming arm. There was a 5 minute time delay. Patient/status outcome was good. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device history record was reviewed and material review report #(B)(4) was found on p/n 357.366 lot #4525399 for feature d8 oversize on supplier parts. The lot was checked 100% and one part was found nonconforming for d8. The quality engineer re-measured the part using an alternate gauge and found the part within specification and accepted it as conforms. The relevancy of the nonconformance is not able to be determined. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional results from the product development investigation revealed that the subject device was received with superficial damage consistent with over ten years of use. Three of the four helical knurl pins used to stabilize the aiming arm cap and locking slide plate were missing, which prevented both pieces from being as stable as intended. Result code 3199 (incomplete device returned) was added. The complaint condition could not be confirmed and the root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: the returned 130° aiming arm (357.366)(4525399) which was manufactured in march-2003, is a critical component of the synthes titanium trochanteric fixation nail (tfn) system which allows for an intramedullary method for stabilizing femur fractures using implants made of titanium alloy. The tfn is composed of a series of cannulated nails, helical blades, end caps, locking bolts, and screws. The tfn system includes the 130° aiming arm which plays a vital role in ensuring proper alignment when securing the tfn in the femur. Drawing 357_366 rev a (may-2001) was reviewed and it was discovered that a revision made in nov-2004 introduced the implementation of helical knurl pins to better secure the aiming arm cap by improving holding strength of the pins. In order to recreate the complaint condition, the returned 130° aiming arm (4525399) was tested with known good parts which accompany the aiming arm in the tfn system. The known good parts used during complaint recreation included a blade guide sleeve (357.369, 4545108), a buttress nut (357.371, 5013309), a 12mm 130° trochanteric fixation nail (left) (456.477, 4328328), a helical blade inserter (357.372, 5675337), an 11mm helical blade (100mm long) (456.305), a connecting screw (357.397, 6606047), and a ball hexagonal screwdriver, 8mm (357.515, 4936924). After attempting to recreate the complaint condition over ten times the tfn system repeatedly aligned properly, the helical blade passed through the trochanteric fixation nail, the buttress nut functioned well and did not unexpectedly disengage from the locking mechanism of the aiming arm. Therefore the complaint condition could not be confirmed during investigation. Since the returned aiming arm was missing three of a total four aiming cap pins it is likely that the subsequent looseness of the aiming arm cap/locking slide plate contributed to the buttress nut not being secured as intended during the targeting phase of tfn surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.